Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had a connection issue. It was further reported the transfer set could not be connected to the patient line of the cassette. This occurred during use of the devices for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.